Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted two weeks later due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.

Manufacturer narrative:
.